Event description:
Customer called reporting excessive no delivery alarms. She read out several times for no delivery alarms. Customer changed her infusion set two days ago. Customer was advised about no delivery alarms and their possible causes. She did not provide her blood glucose. Customer was disconnected. He was called back but there was no answer. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.